Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number (B)(4). This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to power down the instrument and to move the incubator by hand. The customer cleaned the incubator and removed any obstruction. All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages are as follows: (B)(4) incubator home overrun. Cause: the home sensor s120, which is not supposed to be activated after the incubator. Moves, was activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and also check to see the cause of slipping, and so on, that occurs when pm120 moves to the limit side. The most probable cause for incubator home overrun was a dirty incubator and beads were obstructing movement.

Event description:
On (B)(6) 2017, a customer reported error 4273 incubator home overrun on the aia-900 instrument. The customer rebooted the system but the error persisted. The customer was unable to run samples on bhcg and e2 reproductive hormones. Technical support advised the customer to rotate the incubator with the power off and to clean the analyzer with etoh. The system began to run. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and e2 reproductive hormones. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.